Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 00507118100, 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, lot number 1116608 was being used by dr. (B)(6) during a total knee arthroplasty on (B)(6) 2021. When "the surgeon noticed that the serrated tooth was chipped off." Upon further assessment, it was reported that the broken tooth was retrieved with forceps. The surgeon was using the anthem tkr 4/1 finishing guide (size 3) at the time the device tooth broke off. There was no report of injury to the (B)(6), female patient. There was a five minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. The device is not being returned but photographic evidence was provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. This issue will continue to be monitored through the complaint system to assure patient safety.